Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had low blood glucose of 49 mg/dl. Customer treated it with yummy snacks and then blood glucose recorded to 164 mg/dl. Customer declined troubleshooting for the low blood glucose and stated that it was a normal state for him and customer also indicated about lost sensor error. Customer stated that, he did not use the insulin pump awhile, and that is when it started doing the transmitter charging anomaly was noted and also reported the red led light on charger. Red led flashes approximately every 2 seconds. The device will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test and self test. Device was programmed with test minilink transmitter and the glucose sensor simulator. Device communicated properly with glucose sensor simulator and display the 100 value properly on display graph. No lost sensor alarm noted.(B)(4).